Event description:
Reportedly, during the f/u performed on (B)(6) 2012, the two first device's interrogations were not completed (pt name and ICD model were displayed on the screen, but settings were not displayed) and were stopped by the user. After the programmer reboot, a warning message stating that the device was re-initialized 1 time since the beginning of life on (B)(6) 2012 was displayed. An explantation was required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.